Manufacturer narrative:
(B)(4). The product in questions was requested to return for manufacturers laboratory investigation, but not available. As the reported issue is known and was already investigated within a similar complaint (B)(4) with the following outcome: the product was visual inspected in the laboratory of the manufacturer. No clots were detected during rinsing of the product for cleaning purposes. The product will be forwarded to the qa lab for further testing. The product was tested for its o2-transfer rate and co2 transfer rate as well as for its pressure drop at maximum flow. The gas exchange performance test and the pressure drop test meets the specification. Thus the reported failure could not be confirmed. The cause of this failure was determined to not be attributed to a device related malfunction. Based on these results and the information available at this time since the reported failure did not contribute to a death or serious injury and no systemic issue could be determined no corrective action is needed at this time. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
According to the customer: while on ptm call, dispatch connected me with (B)(6) from the (B)(6). This was all the info I received. Dispatch stated, "she has a patient on ECMO with the cardiohelp and has a rising delta p. She wants recommendations on what to do."I spoke with (B)(6). She said she had a patient on va ECMO with a delta p of 40 mmhg earlier and now it's 79 mmhg. Post-oxygenator gas revealed a po2 of greater than 400 mmhg. Her physician wanted her to call maquet and ask what number for delta p was appropriate to change out the oxygenator. She said, "one of my reps said 120 mmhg. Another said 90 mmhg. What number is good?" After letting her know I wasn't able to give a number, she asked, "how often do your pressure sensors go bad or not work? Could the pint be broken?" Submitting complaint based on that. Internal reference: (B)(4).